Event description:
Reporter indicated that his programming wand would not communicate during interrogation of a pt's generator. Inserting a new battery into the wand did not resolve the issue. It was determined that the generator was functioning properly as another programming wand was successfully used to interrogate the device. Reporter saw that the grommet was pulled out on the wand and the cords were frayed. Reporter was able to push the grommet back in. It also appeared that there was some sort of short in the wand as testing of the battery power showed intermittence. Product was rec'd by the MFR and analysis was performed. Visual evaluation did not confirm that the wand's cords were frayed. It was found, however, that the wand's serial data cable had an intermittent conductor, which produced the communication problems.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.